Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10911r39, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
The patient had surgery to replace the pump and ¿deal with¿ a granuloma. The device system was delivering morphine at the time of the event. The patient symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.